Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 78 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified however, a different issue was identified.